Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient's spouse reported that on (B)(6) 2024, the patient experienced inaccurate cgm values which occurred after the sensor had been inserted in the arm. The cgm was reading 123 mg/dl then 83 mg/dl at the next communication cycle. The bg was not checked. The patient experienced malaise and seizure with tongue injury and back fracture. The bg was not checked. The spouse called emergency medical services (ems). The patient was taken to the emergency department (ed) and treated with unremembered medication. In the ed, the bg was 40 mg/dl and the estimated glucose value (egv) was not checked. The patient was admitted for 7 days for treatment of the back injury. At the time of the report 4 months later, the back injury persisted and was reportedly unrepairable; however, the patient was noted to be fine. There was no documentation of further medical evaluation or intervention. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.